Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that adhesion of prostatic (urethral) tissue was observed after 7 months of the convective radiofrequency water vapor thermal therapy (wave). Due to the patient's request, a transurethral resection of the prostate (turp) was performed.